Event description:
Customer reported iris pot error. Problem due to lost calibration files due to bad monoblock controller battery.

Manufacturer narrative:
The service rep troubleshoot system. Iris pot error message on boot up and phantoms not tracking actual collimator position. Flashed nodes and reloaded calibration files. Error message gone and phantoms track properly. Later the fault came back, calibration file missing again. Continued troubleshooting. Discovered bad battery on monoblock controller. Replaced battery. Reloaded calibration files. System operates as intended.